Event description:
It was reported that the customer put air in the cuff, but it would not be inflated. No anomaly was found in the pre-use check. No patient injury was reported.

Manufacturer narrative:
Device manufacturing date and d4: device expiration date could not be determined d4: device serial number/lot number is unknown health impact and evaluation codes: updated h10: no lot number was provided; therefore, device history record review could not be performed. A product sample and four photos were received for evaluation. Visual and functional testing was performed. Visual inspection found damage on tube tip; the complaint was confirmed. Functional testing found an air leak in the tube tip. The root cause of the reported issue was found to be assembly error. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the procedure by quality engineer on (B)(6) 2022. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).